Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the returned instruments were examined and the complaint condition was confirmed as the connectors were received disassembled; all components, with the exception of three bars and one washer, were present. One set screw utilized to retain/align the knurled cap was found to be broken upon examination and the other was backed-out, which would inhibit knurl cap retention. No definitive root cause was able to be determined; however, the failure mode is consistent with disassembly/improper assembly leading to a broken device. The flexible shaft connector is a component of the flexible reamer set, which is utilized if reaming of the medullary canal is desired prior to the implantation of retrograde/antegrade femoral nails (r/afn), lateral femoral nails (lfn), and tibial nails. The relevant drawings for the returned instruments were reviewed (both from the time of manufacture and present revision): top-level and set screw. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers with no material record reports, non-conformance reports, or complaint-related issues identified. The failure mode is consistent disassembly or improper reassembly. The set screw is intended to align the knurled cap with an angled slot in the instrument body, allowing the release mechanism to function smoothly. The manufacturing drawing noted that loctite 243 was applied to the set screw in question; as such, the instrument was not intended to be disassembled. The returned instruments were examined and in one instance the set screw was found to be broken, missing the distal most 2.4mm (measured with calipers ca94); as such, the set screw could not extend into the body¿s angled slot and therefore was unable to retain the knurled cap. No definitive root cause was able to be determined; however, the failure mode is consistent with disassembly/improper assembly leading to a broken device. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - manufacturing location: (B)(4). Manufacturing date: 11.dec.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) flexible shaft connectors were found broken into pieces during a routine inspection. There was no patient involvement. There is currently no additional information available. This is report 1 of 2 for com-(B)(4).